Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer questioned results from 5 patient samples tested for elecsys tsh (tsh), elecsys ft3 iii (ft3 iii) and elecsys ft4 (ft4) on a cobas e801 module. The customer provided the 5 patient samples for investigation. Of the data provided, erroneous tsh results were identified for 4 patient samples and erroneous ft3 iii and ft4 results were identified for 1 patient sample when tested on the customer's e 801 analyzer, a siemens centaur analyzer, an e801 module used at the investigation site, a cobas 8000 e 602 module used at the investigation site and a cobas e 411 immunoassay analyzer used at the investigation site. It is not known if the initial results from the customer site were reported outside of the laboratory. This medwatch will cover tsh. Refer to medwatch with patient identifier (B)(4)for information on the ft3 iii erroneous results and medwatch with patient identifier (B)(4) for information on the ft4 erroneous results. Refer the attached data for the patient results. There was no allegation that an adverse event occurred. The serial number for the customer's e801 module was not provided. The e602 module serial number was (B)(4). The e411 analyzer serial number was (B)(4). The e801 module serial number used at the investigation site was (B)(4). The tsh reagent lot number used with the e602 module was 267269 with an expiration date of (B)(6) 2018. The tsh reagent lot number used with the e411 analyzer was 283550 with an expiration date of (B)(6) 2018. The tsh reagent lot number used with the e801 module at the investigation site was (B)(6) with an expiration date of (B)(6) 2018. Patient samples were not requested for the 4 patients with discrepant tsh results as these results are related to differences in the tsh assay between roche and siemens.

Manufacturer narrative:
The investigation was unable to find a definitive root cause. A reagent issue was not identified. The reagent performs within specification.